Manufacturer narrative:
After evaluation of the complaint fiber, it was determined that this fiber returned for evaluation exhibited functioning properties of a conforming laser fiber. During initial visual examination, the non-conforming distal tip indicated the fiber had been previously used. Post sterilization, it was found that the fiber had been used one time on a dornier medilas h30 solvo laser with the last use taking place on (B)(6) 2017 at 10 watts (600 mj, 18 hz). The successful testing of the fiber after distal tip reprocessing and the presence of a pilot beam with successful laser transmission and no breakage indicates that the fiber was capable of functioning as intended. It is unknown why the complainant indicated the fiber broke inside of two different scopes causing damage to the scopes as the length of the fiber measured (117 inches or ~2.97 meters) is not indicative of any breaks. It is also unknown why the customer waited six months to report the complaint. The fiber functioned according to dornier specifications. This event occured in europe.

Event description:
"...When using the dornier single use fiber in a rirs procedure, the fiber broke inside the olympus urf-v scope and damaged it. (B)(6) told me that he afterwards used the same fiber again in a storz fiber scope and that the fiber broke again and damaged also this scope."